Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported the pump quit. The patient was calling to get physician listings. The patient added she was really sick, in a lot of pain, and had been curled up in a ball. The patient was going through really bad withdrawals. The patient stated she was going to see primary health care doctor who would hopefully give her something orally. The patient stated she had a drug contact with that doctor and didn¿t know if she could go see another doctor.

Manufacturer narrative:
Corrections:: 8474 code is a code for pump reset and not empty reservoir occurred. Device code (B)(4) should have been applied instead of (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an hcp reported the patient would likely opt to not replace the pump for pump reset as the patient was ¿medically fragile¿ at that point.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable drug infusion pump indicated for non-malignant pain and failed back surgery syndrome. The pump contained an unknown brand of morphine [3.0 mg/ml] at a dose of 1.1096 mg/day and an unknown drug with an unknown concentration and dose. It was reported when the patient tried to use her personal therapy manager (ptm), it gave an 8474 code (empty reservoir occurred) with a bell. The patient mentioned the pump ¿went bad¿ over a week ago, and she was sick, so she couldn't deal with it. The patient confirmed she meant her ptm showed the 8474 code when she stated her ¿pump went bad¿. The patient mentioned she had either a really bad flu or food poisoning and stated, ¿so if I sound a little shaky, it¿s because I¿m really sick¿. The code was unresolved on the call. The patient mentioned she was really sick, was getting really dizzy, couldn't ¿even think right now¿, and was ¿not functioning on all thrusters¿ that day. The patient mentioned that was her first day up stating her husband came to take care of her. The patient stated she was probably going through withdrawals and mentioned she was ¿really really really sick¿. The patient reported the symptoms started on (B)(6) 2017 or (B)(6) 2017, ¿3-4 days now¿. When asked for pump drug information, the patient stated she had morphine and ¿a numbing agent¿, but the patient could not find information for the numbing agent and couldn't remember. The patient also mentioned they just changed it and had increased the amount she was receiving. No further patient complications were reported.